Event description:
It was reported to philips that the device had a "defibrillator/monitor/rotary knob malfunction." The patient involved was reported to have not experienced harm or adverse patient impact.